Event description:
On (B)(6) 2014, the reporter contacted animas, alleging power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/21/2015-device evaluation: the pump has been returned and evaluated by product analysis on 04/10/2015 with the following findings: the pump powers with returned battery cap. Battery cap is unable to fully tighten. Battery cap threads damaged. Battery compartment crack observed from thread area to case seal. Black box dates from 3/3/2015 -3/11/2015. Black box information from date of pi has been overwritten. Investigators were unable to confirm or duplicate the complaint during investigation. Current draws were within specifications. No "battery life" issues duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.